Manufacturer narrative:
Reported event of side car - rx pushback. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the side car-rx (guidewire port) was pushed back. The positioning of the device was lost and the physician was not able to re-cannulate the device inside the common bile duct. The procedure was completed with another trapezoid rx basket. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned device found the basket was closed and the tip of the basket was intact. Additionally, the side car-rx was found torn and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is operational context since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the side car-rx (guidewire port) was pushed back. The positioning of the device was lost and the physician was not able to re-cannulate the device inside the common bile duct. The procedure was completed with another trapezoid rx basket. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.